Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the hf unit "esg-400" exhibited error code e006. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the fuses are getting blown when we are turning on the device are due to a defective power supply and circuit board. The cause of the error message e006 after switching on the device was unable to be determined. Olympus will continue to monitor field performance for this device.